Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m resp-4-plex assay, list number 09n79-090, which is the same/similar to the alinity m resp-4-plex assay, list number 09n79-096, which received FDA eua approval and the alinity m resp-4-plex assay, list number 09n79-095, which received FDA approval.

Event description:
The customer reported one false positive result for the rsv target on the alinity m resp-4-plex amp kit. The sample ID (sid) (B)(6) was detected positive for rsv (34.66 cycle threshold [CT]) that turned out negative on second run. The customer retested the run as the patient had no symptoms or clinical history. The customer reported that there was a delay in reporting the result to the patient because the sample had to be retested. There was no report of impact to patient management. The positive result was not reported outside of the lab. The result was repeated, and the negative result was reported.

Manufacturer narrative:
Investigation is summarized as follows: customer data review: the server result logs attached to the ticket were reviewed with respect to the reported sample ID (sid). The runs associated with the reported sample was valid, as no error codes associated with controls or samples were generated for the rsv analyte. The curve appeared as expected for low positive samples, as the signal was weak in comparison to the positive control. Retain/file sample review: the file sample evaluation for alinity m resp-4-plex amp kit (list 09n79-090) lot number 414709 was performed. The file sample evaluation met all validity and acceptance criteria. All replicates were processed successfully and interpreted correctly, as there were no error codes or performance related flags present. The results for the parameters being evaluated were within the lower specification limit (lsl) and the upper specification limit (usl). Moreover, there were no instances of false positive results; therefore, the file sample evaluation for lot 414709 met the acceptance and validity criteria that was established. As a result, the product file sample evaluation for alinity m resp-4-plex amp kit (list 09n79-090) lot number 414709 received a disposition of pass. Quality data review: device history record / batch record review: the manufacturing packet for alinity m resp-4-plex amp kit (list 09n79-090) lot number 414709 was reviewed to identify if there were any issues related to the reported complaint. No issues were identified which could result in the reported complaint. The quality control (qc) amp kit master lot testing for alinity m resp-4-plex amp kit (list 09n79-090) lot number 414709 met all validity and acceptance criteria. The test disposition of part 09n79-090, lot 414709, was pass. CAPA / non-conformance review: a lot specific CAPA search was performed to identify related existing internal quality records to the reported complaint during production or internal use. Lots 414709 and 4147091 were searched. The investigation was expanded to include the base list part number. A product deficiency was not identified for this investigation. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the case being investigated, which reported discrepant false positive results for the rsv target while using alinity m resp-4-plex amp kit (list 09n79-090) lot number 414709. The investigation was expanded to include the part. A product deficiency was not identified for this investigation. Complaint trending was completed. The upper control limit (ucl) was not exceeded for part 9n79. No adverse trend was identified. Based on the results of the investigation elements, a product deficiency for alinity m resp-4-plex amp kit (list 09n79-090) lot number 414709 was not identified.